Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there were component separations. This occurred 320 times. There was no report of patient impact. The following information was provided by the initial reporter: we just received 15ca of the extensions and these too are not good as they are coming apart,

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector there were component separations. This occurred 320 times. There was no report of patient impact. The following information was provided by the initial reporter: we just received 15ca of the extensions and these too are not good as they are coming apart,

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mp5301-c lot number 22099160 was performed. There was one quality notifications issued for the failure mode reported by the customer during the build of this set. The affected sets were quarantined and destroyed so it is unlikely that the customer received a set which initiated the quality notification.